Event description:
Caller reported occlusion an occlusions alarm. There was no reported impact to the customer¿s blood glucose level. A systems check was started with tandem technical support, however, the customer decided to change all supplies.